Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt palpitations and began to feel dizzy. They laid down and felt their implantable cardioverter defibrillator (ICD) shocks them. Follow up indicated that the patient received inappropriate shocks. No intervention was completed. The device is still in use. The patient is a participant in the wrap it clinical study. No further patient complications have been reported as a result of this event.